Manufacturer narrative:
Device evaluation: evaluation of the submitted images and the returned portion of the driveline confirmed the report of separated silicone from the metal connector. Although the report of subsequent pump stoppages was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log file contained data from (B)(6) 2017 09:50:03 pm through (B)(6) 2017 10:44:33 am. Several pump stoppages and low speed advisory/hazard events were observed on (B)(6) 2017 and (B)(6) 2017 while the system controller was connected to a power module. Elevations in pump power were observed during some of the events, reaching values up to 14.5 w. In addition, associated transient driveline disconnected alarms were observed during some of the events, and the low flow hazard alarm was flagged when the estimated flow reached values below the low flow threshold of 2.5 lpm. Based on our previous complaint history, the captured events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in a segment measuring approximately 11.5 inches. The outer silicone jacket was severed approximately 3 inches from the metal connector (adjacent to the terminus of the bend relief) and the remainder of the outer layers of the driveline were severed approximately 8.75 inches from the metal connector. Rescue tape was observed covering the bend relief. Removal of the observed rescue tape revealed the complete separation of the distal end bend relief from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hi-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. After the repair, the surgeon and vad coordinator were instructed to continue the use of the non-grounded patient cable for the patient. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 4 months. The replaced portion of the driveline is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient visited the hospital due to a detached driveline silicone sleeve at the distal end bend relief. Silicone tape was applied to the driveline sleeve and a clamshell repair was scheduled. There were no reported interruptions in lvad support at that time. However, on (B)(6) 2017, while waiting for the availability of parts for the clamshell repair, it was reported that several pump stoppages occurred while the system controller was connected to the power module. The patient was asymptomatic. On 30aug2017, an external driveline evaluation was performed by the manufacturer's technical service representative. No issues occurred when the driveline was manipulated while the device was powered with batteries or an ungrounded patient cable and the power module. The device passed electrical continuity testing. Progression to a grounded patient cable resulted in a short buzzing noise and low speed alarms when manipulating the external portion of the driveline and while the patient performed body and torso movements. The metal connector at the distal end bend relief was inspected, and the electrical continuity testing was performed. The continuity tester was removed, and the system controller locking lever was returned to its locked position after reconnecting the driveline. Numerous buzzing noises, low pump speeds and pump stoppages occurred. Direct isolated movement of the portion of the driveline where it enters the metal connector was able to reproduce the events and reported issues. The clamshell repair was differed, and an external driveline replacement was subsequently performed. Because the low speed event was attributed to the patient¿s torso movement, the event could not be unequivocally linked to the driveline connector issue. A decision was made for the patient to continue using an ungrounded patient cable for use with the power module. No further information was provided.